Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 12:00 pm, where user's bg was 38 mg/dl and sensor reading available. A review of the data management system (dms) data revealed that the user didn't receive a low glucose alert at the time of the event user's glucose was blinded due to calibration being past due. The user did not seek medical treatment and resolved the event by consuming a glucose tablet. The user's hcp was aware of the event and was advised to follow up with their hcp for medical guidance.the user self-treated for the hypoglycemia event by consuming a glucose tablet. B4.date of this report 14 march 2025. G3.date received by the manufacturer? 14 march 2025. H3. Device evaluated by manufacturer?yes. H6. Medical device problem code updated to 1435. H6. Investigation findings updated to 3250. H6. Investigation conclusions updated to 61.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: date: (B)(6) 2025, time: 12:00 pm where sg: no sensor reading available at that time and bg: 38 mg/dl. After dms review, we confirmed the following information at the time of the event: date: (B)(6) 2025, time: 12:48 pm where sg: no sensor reading available at that time and bg: 38 mg/dl. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of the event because the system was not connected. The user didn't seek medical treatment and resolved the event by consuming a glucose tablet. The user's hcp is aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.